Manufacturer narrative:
(B)(4).

Event description:
It was reported that during right ventricular lead revision procedure, an insulation abrasion was noted on the right atrial lead; the lead also exhibited noise and pacing impedance issues. The noise could be reproduced. The lead was explanted and replaced. The patient's condition was stable post procedure.